Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported that a light adjustable lens (lal, sn (B)(6), +19.0 d) was successfully implanted into the capsular bag of a patient. A capsular tension ring was utilized due to zonular weakness. As the capsular bag contracted within the postoperative period, the surgeon noted the superior haptic to be separating from the superior optic junction and eventually completely detached. The surgeon decided to leave the lens in place as the optic remained centered. After a subsequent yag procedure, the lal dislocated and needed to be explanted. Another lal (sn (B)(6), +19.0 d) was implanted into the sulcus as a replacement.